Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is excessively alarming. Customer reported that the pump was exposed to moisture. Customer reported that the keypad is not responding and there is nothing on the display screen. Customer's blood glucose at the time of the incident was 189 mg/dl. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not expected to return.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. Moisture damage was found on the electronic assembly. No moisture damage was found on the motor or force sensor or keypad assembly.